Event description:
It was reported that during a laparoscopic sigmoidectomy, malformed clips were fed into the jaws several times and the device did not function. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: anti-backup and ratchet pawl. Batch # m9061n. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were ejected due to an anti-backup failure and then four conforming clips were fed and formed; finally, the instrument locked out. In order to evaluate the condition of the internal components, the instrument was disassembled and upon inspection, the ratchet pawl was found to be damaged. No conclusion could be reached as to what may have caused the damage at the ratchet pawl. The batch record was reviewed and no anomalies were noted during the manufacturing process.